Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA. The instrument was returned with a broken needle in the left jaw. The remaining portion of the needle was not returned for investigation. A qa needle was loaded in the instrument and the unit tested satisfactorily. No abnormalities were noted. We are therefore unable to determine the cause of the difficulty encountered by the user.

Event description:
The product was used during a sacrospinus repair procedure. Reportedly, the needle broke in the pt cavity. No pt injury reported.